Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. There was no impact to the customer's blood glucose level. It was indicated than an alternate pump would be used for diabetes management.